Event description:
The customer reported that they believe the defibrillator pads used in a pt event may have contributed to an analysis issue when used with an fr2 defibrillator. There was pt involvement but no confirmation yet from the customer that there was any death or serious injury related to this event.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.